Event description:
Female reported experiencing an eye infection while using complete multipurpose easy rub formula solution. Symptoms began with foreign body sensation, tearing, pain, redness and light sensitivity. She saw her doctor who diagnosed an eye infection and prescribed zylet to be used for 2 weeks, 4x qid at first, then less frequent. Does not sleep, show, or swim with lenses in.

Manufacturer narrative:
To analyze retained item - microbiology, chemistry and other (batch record review). Complaint unit - physico - chemical and microbiology analysis results are correct and all parameters are within established acceptance criteria.